Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4)

Event description:
Patient was a pedestrian and was struck by a car resulting in multiple midface fractures. During the orif to repair the fractures: surgeon was inserting a matixmidface screw, self drilling, into the matrix midface y plate and the screw head broke off. Surgeon could not remove the shaft of the screw, however, the screw was filed down and the remainder of the shaft tip was left in the patients bone. The wound was irrigated to remove any shavings. Surgeon used screws in the remaining plate holes to sufficiently fixate the plate. Procedure was completed with no further problem, reportedly, with no harm to patient. No further information is available. This is 1 of 2 reports for this event.